Event description:
Ous MDR - one day post implant, oversensing was reported. However, the patient was lying on an electrical hospital bed and it was assumed the noise was due to external interference because the noise was reproduced when the patient would move in the bed. Parameters were adjusted. One month later, at the next follow-up oversensing was still observed. It wasn't until (B)(6) 2015 that the decision was made to remove the lead and return it for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the noise issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.